Manufacturer narrative:
The customer reported that the phaco handpiece does not pass tuning and gets hot. There was no patient harm. With no additional, related information provided, the customer reported event was not able to be confirmed. The phaco handpiece was manufactured on october 4, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece failed tuning and got hot before a surgical procedure. There was no patient involved.